Event description:
It was reported that the pacing impedance measurements of this right ventricular (rv) lead had been gradually increasing up to greater than 3000 ohms, which was out-of-range. This resulted in a lead safety switch (lss) from bipolar to unipolar sensing configuration. Technical services (ts) analyzed the presenting electrogram (egm) and found that there was a stored non-sustained ventricular episode that had oversensing of noise while in unipolar configuration. Physician was wanting to perform a magnetic resonance imaging (MRI), but technical services (ts) advised that this was against programming with high impedances present. Ts provided reprogramming options as troubleshooting. No adverse patient effects were reported. Currently, this rv lead remains in service.